Event description:
I've been using fixodent since the early 1980's and continue to use it today. Within the last 8 years, I've began to experience tingling, numbness, and stabbing pain in my feet. It continues today. Around 2005 or so, I was diagnosed with neuropathy. It has caused much pain and disability for me. My neuropathy is permanent and requires continued treatment. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 1980 - to present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.